Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. A review of the article by a healthcare professional determined that there was no indication of implant-related complications, device malfunction, or device performance issues associated with these events. The publication did not attribute the acute renal failure to the implant, nor were there any allegations made against the device. Acute renal failure in the postoperative period is a known potential medical complication that may be influenced by multiple non-device-related factors, including the type and duration of surgery, perioperative hemodynamic status, blood loss, fluid management, use of nephrotoxic medications, contrast exposure, and patient-specific comorbidities (e.g., advanced age, diabetes, pre-existing renal insufficiency). Given the absence of evidence suggesting a causal or contributory relationship between the implant and the reported renal events, and in light of full patient recovery to baseline function, this case does not represent a device- or implant-related adverse event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown cup. Unknown liner. Unknown head. G2: foreign ¿ australia. G2: ramasamy, b., abrahams, j. M., bunting, a. C., costi, k., clothier, r. J., solomon, l. B., & callary, s. A. (2025). Total hip arthroplasty for acute acetabular fractures through the replace-in-situ philosophy. The bone & joint journal, 107-b(8), 784-792. Https://doi.org/10.1302/0301-620x.107b8.bjj-2024-1232.r1 h6: proposed component code: mechanical (g04) - stem. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
The journal article reported 4 patients developed acute renal failure within 30 days postop. All patients returned to the same level of function postoperatively as they had before injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.